Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 8043484-2020-01834. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that during home therapy, the renasys go device gave a low battery warning and was unable to charge. The caregiver tried a different outlet but it still could not charge. The patient was advised to contact care agency to request for a different device. No back-up was available at the moment. No patient harm reported. No further information available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.